Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 314 mg/dl. The customer exercised and increased the carbohydrate ratio pump settings to address bg. During a pump system check with tandem technical support (cts), air bubbles were observed in the tubing. Cts assisted the customer with priming the air out.